Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she took her blood glucose and it was over 600 mg/dl. Customer stated that her meter does not read over that. Customer stated that the pump is saying rewind complete. Customer changed the infusion set last night and was advised to disconnect from the pump. Customer stated that her last blood glucose was 140 mg/dl and the rest were under 100 mg/dl. Customer stated that she has not treated yet. It was clarified that it looks like the customer did not complete the set change yesterday according to the pump. Customer was advised to contact her health care provider for a treatment method.